Event description:
Patient reported obtaining back-to-back blood glucose results, of 243 mg/dl and 110 mg/dl, on the advantage system (meter, strip lot 549093 with expiration date 08/31/2007). Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing was performed on the system, l12 was in range and l2 was out of range low. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the comfort curve strip.